Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information, it was presumed that direction of the guide wire deviated likely due to anatomical conditions when attempts were made to cross the lesion and wire manipulation was continued without confirming position of the wire tip. Consequently, the existing hematoma became bigger. It was inferred that anatomical condition and operator's manipulation technique had most likely contributed to this event. No CAPA will be taken. Instructions for use (IFU) states: warnings. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. Malfunction and adverse effects. Vessel dissection.

Event description:
It was reported through a case report titled "aspiration after sealing the entrance by stenting is a promising method to treat subintimal hematoma (jacc: case report vol.3, no.3, 2021)" that suggested an asahi sion guide wire had contributed to enlargement of subintimal hematoma during a percutaneous coronary intervention (pci) to treat a spiral dissection. Excerpt is as follows: excerpt: a 40-year-old woman was admitted to another hospital with sudden-onset chest pain at rest. The troponin I level was elevated to 1.53 ng/ml. Echocardiography revealed mild hypokinesis at the inferior wall of the left ventricle and ejection fraction 50%. She was diagnosed with acute coronary syndrome without persistent st-segment elevation. After administration of loading doses of dual antiplatelet agents (200 mg aspirin, 20 mg prasugrel hydrochloride), she underwent emergency cag via the right radial artery. Vasospastic angina was suspected as cag showed a normal coronary artery. Injection of 20 mg acetylcholine into the right coronary artery (rca) was performed to induce coronary spasm. Immediately after acetylcholine administration, the coronary artery was completely occluded from the ostium of the rca, and angiography suggested spiral dissection (figure 1a). Intracoronary injection of nitrate could not recanalize the occluded lesion. Shock developed, and an intra-aortic balloon pump was inserted for hemodynamic stabilization. Because the subintimal space may have been sufficiently enlarged to severely collapse the true lumen, it was difficult to insert the guidewire into the true lumen to recanalize the occluded lesion. She was transferred to our hospital to recanalize the occlusion. Occlusion of the coronary artery from the ostium of the rca was suspected to have been caused by coronary spasm. Coronary angiography suggested spiral dissection from the ostium of the rca. Emergency pci was performed via the right femoral artery approach with the use of an 8-f guide catheter (launcher jr 4.0, medtronic ave, santa rosa, california) for intravascular ultrasound (ivus)-guided wiring. The first guidewire (sion wire, asahi intec co., aichi, japan) was advanced into the occluded lesion without resistance. Ivus examination showed that the first guidewire entered the subintimal space and that the true lumen was collapsed by a huge subintimal hematoma resulting in rca occlusion (figure 2a). Under ivus observation from the subintimal space, the second guidewire (fielder fc wire, asahi intec co.) Was navigated into the true lumen (figure 1b). Ivus examination showed that the second guidewire passed through the true lumen from proximal to distal, but the true lumen was completely collapsed by the huge subintimal hematoma at the distal part (figures 2b and 2c). There was an entry site to the subintimal space proximal to the rca, but there was no distal re-entry site. A 2.3-f microcatheter (transit-ii, johnson and johnson, bridgewater, new jersey) was inserted into the subintimal space, the tip of which was located at the distal site of the rca. Under negative pressure from the pci indeflator, the transit-ii microcatheter aspirated w10 cc of blood from the subintimal space (figure 1c), but the true lumen was only slightly enlarged owing to the entry site patency. To aspirate the residual hematoma, the entry site was sealed by stent implantation (3.5 38 mm resolute integrity stent; medtronic ave) (figure 1d). While slowly inflating the stent balloon, the microcatheter was pulled back 1 to 2 cm proximally to check the resistance and avoid becoming trapped between the vessel wall and stent struts. After stent implantation at 8 atm (figure 1e), the true lumen was confirmed by ivus examination to be enlarged by continuous aspiration of blood from the subintimal space (figure 3). Cag showed timi flow grade 1 immediately after stenting but timi flow grade 3 after continuous aspiration from the subintimal space (figure 1f). After confirming timi flow grade 3, the microcatheter was pulled out of the coronary artery, followed by the 4.0mm noncompliant balloon after dilation to 20 atm to completely seal the entry site (figure 4). The intraaortic balloon pump was pulled out the day after pci because the hemodynamics had recovered. The maximum creatinine kinase level was 2,280 iu/l. The patient was discharged on postoperative day 13 and was asymptomatic at follow-up 7 months later.